Event description:
Heard noise in pts room. Upon investigation found pt lying on floor. Pt stated , "walking to bathroom and fell." Rn + fall monitor on pt did not ring at nursing station and a very low ring heard when entered room.